Event description:
Caller reported mobile system blood glucose results of 134 mg/dl and 59 mg/dl within 10 minutes. Customer reported symptoms of hypoglycemia, but no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).